Event description:
It was reported to boston scientific corp on 08/25/2009 that a zero tip nitinol stone retrieval basket was used for a ureteroscopy procedure performed on (B)(6) 2009. According to the complainant, the initial retrieval basket would not close following stone entrapment. The physician disassembled the retrieval basket handle and successfully removed the device from the pt. A second zero tip nitinol stone retrieval basket was utilized. Please reference attached medwatch report number 3005099803-2009-04364 which documents the second device. There were no serious injuries reported as a result of this event. The pt was hospitalized following the procedure, but it is reported the hospitalization was not related to the device.

Manufacturer narrative:
Although expected, the device at issue in this complaint has not yet been received for eval; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant info received, a supplemental medwatch will be filed. (B)(4).